Event description:
This patient experienced a thrombotic eent approximately 41 days after having a cypher stent placed in the proximal left anterior descending artery (lad). This was treated with aspiration thrombectomy and balloon inflations, as well as thrombolytic therapy. This patient was admitted to the hospital. The patient was taken electively to the cardiac cath lab, where angiography revealed two lesions, one in the proximal left anterior descending artery and one in the diagonal. The proximal lad lesion was a short, non-de novo, ostial, concentric, heavily calcified, b2-type stenosis. The diagonal lesion was a concentric, ostial, moderately calcified stenosis. A bolus of 9,000 units of heparin was administrered via IV. Act's were not measured during the case. There were no difficulties in accessing or wiring the vessel noted.